Event description:
It was reported that a small volume folfusor did not deliver any of its contents after being connected to the patient. The device was filled with 50 ml of fluorouracil (non-baxter product) and 46 ml of ¿g 5%¿ (non-baxter product). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 2, 2013 to december 3, 2013. Evaluation summary: the sample was returned for evaluation. Visual inspection was performed and found no issues. When the device's distal luer cap was removed, flow was observed. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.